Event description:
The pt reported being hospitalized due to elevated blood glucose of up to 24 mmol/l (432 mg/dl) caused by repeated e4 (occlusion) errors. The pt was hospitalized for 6 days. No further information is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.